Manufacturer narrative:
A review of an image associated with the instrument showed a broken tube extension at the brown portion. Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A return material authorization was issued to the customer requesting to have the device returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar curved scissors was damaged. It was noticed by surgeon, no parts were left inside patient. The procedure was completed as planned with no reported injury using a backup instrument.